Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device had a lever lock defect was not confirmed. Therefore, an assignable root cause for the reported condition was not determined. However, during evaluation, it was determined that the device had unintended activation/motion. The assignable root cause resulting from failures identified during evaluation was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device had a damaged flex circuit, unintended activation/motion, confirmed diversion, displayed e8 (system fault) error code and cord damage. It was further determined that the device failed pretest for visual assessment, motor thermistor assessment and safety assessment. It was noted in the service order that the device had a lever lock defect. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.